Event description:
An air injection of approximately 100cc was given to a pt using a 125ml prefilled syringe occurred in 2005. Pt was to undergo a CT abdomen/pelvis with contrast. The pt was status/post heart transplant. The technologist flushed dye through the tubing and hooked it up to the pt's IV site. The CT scout films were taken. A second technologist went back into the CT exam room to start the injection. The tech remained there for a short time to monitor for an infiltrate. The tech left the room. As the images were being displayed on the CT monitor, it was noted that the pt's heart contained air. Upon entering the room, the pt complained that pt's back side was hurting from laying on the table, but was getting worse. Pt also began to have trouble breathing. The nursing staff was called and the pt was hooked up for vital monitoring their vitals were dropping and a code was called. The pt experienced a cardiac arrest requiring CPR. CPR was successful and the pt was in good condition when pt left the CT department. As a precaution, it was decided by pt's physicians to put pt on a ventilator. The pt was extubated. 5 days later, and is doing fine. The respiratory therapist indicated the pt could have been removed from the ventilator 1 day earlier. The complainant stated there is no doubt that a spent syringe was used and the root cause of this event is technical error.